Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the case, the surgeon was dissecting around the leads and damaged one. It is unknown if the I nsulation was only compromised or if the lead was completely severed. Investigation conclusion: the reported issue was not confirmed. The device functions as intended with no failures. The complaint was unable to be recreated for the ¿damage pacemaker lead¿ issue that was reported. However, the device is an electrosurgical device, and as such, has the potential to cause physical damage to the leads when the device comes in direct contact with implanted leads. If information is provided in the future, a supplemental report will be issued.

Event description:
During a pacemaker exchange, the surgeon was dissecting around the leads using a plasmablade device and damaged one of the leads. It is unknown what interventions were needed. There was no adverse effect to the patient reported.